Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 438 mg/dl and current blood glucose was 308 mg/dl. Customer treated it with the bolus and blood glucose went down and they did not receive any alarms for high blood glucose. The customer also reported that, he was able to get sensors on and get over tape and start sensor. The device will not be returned for analysis.